Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the device was bent in an abnormal shape when it was removed from the package. The nurse attempted to use the device with the defect unsuccessfully. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine post-procedure. This event has been deemed reportable based on the preliminary investigation finding: cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the device was bent in an abnormal shape when it was removed from the package. The nurse attempted to use the device with the defect unsuccessfully. The procedure was completed with another autotome. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine post-procedure. This event has been deemed reportable based on the preliminary investigation finding: cutting wire broken. ***correction (B)(4) 2012*** preliminary investigation results were thought to reveal a broken cut wire, but full investigation results reveal that the cut wire of this device was bent but not broken.

Manufacturer narrative:
A visual evaluation of the returned device found that the working length/distal tip was twisted and the extrusion with exposed cutting wire was bent. The exposed cut wire was also discolored. Functional evaluation found that the device would bow past 90 degrees but not in plane due to the condition of the device. The outer diameter of the exposed cut wire was measured and found to meet specification. The cut wire was bent approximately 5 mm from the distal pierce hole. Based on the full investigation results, which confirmed that the cut wire was not broken, this is no longer considered a reportable event. Review and analysis of all available information indicated the most probable root cause for this event was operational context due to procedural factors. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. (B)(4).

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.